Event description:
It was reported by service report that the pump pedal was not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
The unit was not located by the maintenance staff. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.